Event description:
There was an allegation of questionable leukocyte, ketone, and protein results for 5 patient urine samples on a urisys 1100 module. The following patient samples were identified to have discrepant results: on (B)(6) 2026, sample 1 had an initial leukocyte result of 500 leu/ul and an initial protein result of 25 mg/dl. The sample was repeated 7 times. The first repeat leukocyte result was 100 leu/ul, the second repeat result was 500 leu/ul, the third repeat result was negative, the fourth repeat result was 500 leu/ul, the fifth repeat result was 500 leu/ul, the sixth repeat result was 500 leu/ul, and the seventh repeat result was 500 leu/ul. The first repeat protein result was 25 mg/dl, the second repeat result was 25 mg/dl, and the third repeat result was 500 mg/dl, the fourth repeat protein result was negative, the fifth repeat protein result was 25 mg/dl, the sixth repeat protein result was negative, and the seventh repeat protein result was negative. On (B)(6) 2026, sample 2 had an initial leukocyte result of negative, an initial protein result of 500 mg/dl. The sample was repeated 3 times. The first repeat leukocyte result was 500 leu/ul, the second repeat result was 500 leu/ul, and the third repeat result was 500 leu/ul. The first repeat protein result was negative, the second repeat result was 25 mg/dl, and the third repeat result was 25 mg/dl. On (B)(6) 2026, sample 3 had an initial leukocyte result of negative and an initial ketone result of negative. The sample was repeated 3 times. The first repeat leukocyte result was negative, the second repeat result was 25 leu/ul, and the third repeat result was 100 leu/ul. The first repeat ketone result was 15 mg/dl, the second repeat result was 15 mg/dl, and the third repeat result was 50 mg/dl.

Manufacturer narrative:
The urine test strip information was not provided. The investigation is ongoing.

Manufacturer narrative:
Correction: h11 additional narrative updated with urine test strips lot number. The chemstrip 10 md urine test strips lot number is 91014202 and the expiration date is 31-dec-2026.